Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture threshold and impedance was observed on the rv lead. Patient was due for generator change out due to normal eri and during device implant threshold and impedance measured high and out of range. The rv lead was capped and a new lead was implanted. Patient was fine post procedure.